Manufacturer narrative:
The field service engineer verified adjustments on the analyzer. The customer ran controls and patient samples; results were within specifications and there were no alarms.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). A plasma tube of the sample initially resulted as 96 miu/ml and this value was reported outside of the laboratory. The physician questioned the result based on the patient being 14 weeks pregnant. A new sample was collected from the patient and tested, resulting as 10000 miu/ml accompanied by a data flag on (B)(6) 2015. The new sample was diluted automatically by the analyzer at a 1:100 dilution, resulting as 12630 accompanied by a data flag on (B)(6) 2015. The original plasma sample was also repeated, resulting as 10000 miu/ml accompanied by a data flag on (B)(6) 2015. The original plasma sample was diluted automatically by the analyzer at a 1:100 dilution, resulting as 12528 miu/ml accompanied by a data flag on (B)(6) 2015. A serum tube collected at the same time as the original plasma sample was also repeated, resulting as 10000 miu/ml accompanied by a data flag on (B)(6) 2015. The serum tube was diluted automatically by the analyzer at a 1:100 dilution, resulting as 12755 miu/ml accompanied by a data flag on (B)(6) 2015. The original sample was repeated an additional time on (B)(6) 2015, resulting as 11659 miu/ml and a corrected report was issued with this result. All repeat results from the sample were believed to be correct. The patient was not adversely affected. The hcgb reagent lot number was 18606101, with an expiration date of 09/30/2016. The customer declined service for the analyzer.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The root cause is most likely related to pre-analytic sample handling. The centrifugation conditions of the sample were found to be outside of tube manufacturer recommendations.